Event description:
Event summary: it was reported that a patient in clinic was having random beeps coming from his system controller. Upon looking into this, there were a lot of low voltage alarms and power disconnect alarms. Patient stated that this happens only when they are on batteries. Log files sent for review contained multiple low voltage advisories while utilizing both batteries and the mobile power unit (mpu). The white controller cable appeared to be having the majority of the alarms. Additional information provided that a system controller exchange was performed to resolve the event. The product would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms and power cable disconnect alarms was confirmed via analysis of submitted and downloaded log files. Submitted log files revealed the following. Throughout the log file, multiple atypical intermittent low power advisory alarms are active on the white power cable due to fluctuations in the white relative state of charge (rsoc). These alarms would intermittently clear and activate. Atypical intermittent power cable disconnect alarms were also observed on (B)(6)2024 at 10:47:48. This alarm occurred on the white power cable while connected to a power module. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The returned system controller (B)(6) underwent preliminary and functional testing and passed all steps. The system controller was running software 1.7.0.3918. A self-test was performed on the controller and passed. The controller was then hooked up to a mock loop, patient cable, system monitor, and power module. The log file was downloaded from the controller for review. The system controller was able to charge and operate as intended. The system controller was connected to a mock circulatory loop from (B)(6)2024 at 10:37 to (B)(6) 2024 at 08:17 and was able to operate a pump without issue for extended operation. The returned system controller was then again connected to a mock circulatory loop. The power cables were heavily manipulated in attempt to reproduce the low voltage and power cable disconnect alarms. The alarms were not reproduced despite heavy physical manipulation. The returned system controller was then opened up for further analysis. The power cable connection to the main print circuit board (pcb) was inspected and found to be intact. Internal resistance measurements of the power cable internal wires were measured and revealed fluctuating resistances upon manipulation of the white power cable on the inner brown wire (battery gauge). Damage to this wire may cause atypical low voltage/power cable disconnect alarms to occur therefore the power cable outer layers were removed to inspect the inner wires. Upon removal of outer layer, a green fluid was noted alongside the entire inner lining of the cable concentrated mainly next to the power cable connector. This is consistent with fluid ingress. The inner wires were also inspected and found to be intact with no exposed conductors. Additional information provided by the customer revealed that the cause of the alarms was not confirmed, cleaning of battery and battery clips did not resolve the event, and that the controller was exchanged. Fluid ingress to the power cables may contribute to increased resistances in the inner wires of the power cable leading to the reported alarms, however, the root cause of the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.